Event description:
Information received with return of the explanted device notes that the patient had a stable but slow rhythm and that interrogation showed a sudden loss of capture and unusual telemetry.~~~~~